Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "silicone breast implant is identified with hyperechogenic lines that reach the capsular surface; no sign of snowstorm", "with signs of intracapsular rupture on the left side","silicone content in the lymph nodes of the axillary region cannot be defined, small amounts can be underestimated by the present method", "bilateral pain", and "the limited assessment of the upper abdomen, multiple vesicular calculi up to 20mm. " device remains implanted.

Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.3., d.6b., h.6.

Event description:
Patient reported left side "silicone breast implant is identified with hyperechogenic lines that reach the capsular surface; no sign of snowstorm", "with signs of intracapsular rupture on the left side","silicone content in the lymph nodes of the axillary region cannot be defined, small amounts can be underestimated by the present method", "bilateral pain", and "the limited assessment of the upper abdomen, multiple vesicular calculi up to 20mm. " the device has been explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture : observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to confirm as it is a medical event not related to the device. Crease/folding of implant: unable to confirm as it is a medical event not related to the device. Calcification-ndr: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.